Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was 369 mg/dl at the time of the call. The customer stated that they dropped the pump and the bottom broke off. The customer was informed that the pump needed to be replaced. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump received with broken end cap, cracked case at display window corner, reservoir tube lip, minor scratched display window.